Manufacturer narrative:
The product associated with this reported event was not returned for examination. Review of supplied operative reports confirmed metallosis. Examination of supplied radiographs revealed poor positioning of the liner and cup components. The investigation could not draw any conclusions about the root cause of the poor device positioning. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for pain, osteolysis, malpositioned cup and liner.